Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
A company representative field service engineer reported that the colonovideoscope tested positive for pseudomonis and klebsiella pneumoniae. The issue was found during reprocessing. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Event description:
The customer reported having used the colonovideoscope on 1 patient while awaiting the results for routine culture testing. Positive culture test results were subsequently received. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Updated fields: h2, h11. Correction: b5, h6. This report is being supplemented to provide additional information and correction. Positive culture was reported in 9610595-2025-07573. This record is only investigating a device reprocessing issue. Based on the results of the investigation, the probable cause of the complaint is : there may have been a difference in understanding regarding device handling between olympus's recommendations and the facility in question. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device. This complaint is related to 9610595-2025-07573.

Manufacturer narrative:
Updated fields: d8, h2, h3, h6, and h11. This report is being supplemented to provide additional information based on the review of the results of third-party testing, the device evaluation and the complaint investigation. Olympus provided the following culture results, performed at the third party labs: sampling date: (B)(6) 2025. Sampling from: straight out tip,45 degree channel, biopsy channel. Cfu: klebsiella pneumoniae: growth of >100 colonies. Pseudomonas aeruginosa: detected growth of >100 colonies. Bacterial identification: klebsiella pneumoniae, pseudomonas aeruginosa. The following is the result of culture test by the third-party labs, conducted by olympus. Sampling date:2025 may 8 sampling from: air-water channel, suction biopsy channel cfu:0cfu bacterial identification: unknown based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.